Manufacturer narrative:
The investigation for the major bleed has been completed. The device was not returned for evaluation. The pump passed all the post sterile inspection checks. However, without additional clinical details, the cause of the injury was not determined due to insufficient clinical details.

Event description:
The user facility reported a 84 year old male on an impella cp due to acute myocardial infarction. During support, the patient had skin track bleeding. No hematoma present. Heparin was on hold and fem stop applied with no pressure placed. The physician indicated that bleeding was expected because the patient was on anticoags at home and he made a knick at the skin before insertion. No blood products were given was given for the bleeding. The patient was weaned and explanted.